Event description:
The customer reports that the connection between item (B)(4) is slow and hard and would not fit correctly. They have bought a new item (B)(4), but the problem still exists. During surgery (B)(6) the surgeon had a problem to perform the procedural step correctly because of this problem.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.